Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was surgically explanted due to a suspected pocket infection. Besides surgical intervention, no additional adverse effects were reported. The device is not expected to be returned. At this time, no additional information is available. Socrates incident ID (B)(4).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.